Event description:
It was reported that by the surgeon about the below surgeries were performed to a female patient by using the same range of product - xia - in all 3 surgeries. The first surgery performed on (B)(6) 2010 and the implant was found to be broken in (B)(6) 2013. The second surgery performed on (B)(6) 2013 and 16 months from the date of second surgery the patient clammed back pain; x-rays provided that the screw has been broken. The third surgery has been performed on (B)(6) 2014.

Manufacturer narrative:
Method: device history review and visual inspection. Results: no manufacturing issues were discovered. Visual inspection noted the monoaxial screw was confirmed to be fractured. The threaded portion of the screw is no longer intact with the screw head. No cross-threading was observed on the inner threads of the screw head. Conclusion: a plausible root cause could not be conclusively determined; however, the screw might have fractured as a result of fatigue. Since it is unknown if the patient experienced any falls, had a high activity level or which surgery is associated with the returned product, a plausible root cause could be conclusively determined.

Event description:
It was reported that by the surgeon about the below surgeries were performed to a female patient by using the same range of product - xia - in all 3 surgeries. The first surgery performed on (B)(6) 2010 and the implant was found to be broken in (B)(6) 2013. The second surgery performed on (B)(6) 2013 and 16 months from the date of second surgery the patient claimed back pain; x-rays provided that the screw has been broken. The third surgery has been performed on (B)(6) 2014.